Event description:
During a sigmoid colon resection, the device did not give hemostasis during the first three firings on the omentum. The surgeon switched to a competitor's product. The pt continued to bleed post-op and was transfused. The pt received four pints of blood. The pt was then brought back to surgery the next day to irrigate and clear the abdomen of any clot formations and to check for hemostasis. The pt was on heparin pre-op. No add'l consequences were reported.